Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. At that point in time, the technical support representative advised the registered nurse (rn) to discontinue use of the cycler. A replacement cycler was issued to the user facility. It was reported that an alternate treatment option was available. Upon follow up, the rn confirmed the reported fluid leak event occurred during an unknown phase and that there was no alarm from the cycler. The rn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The rn stated the patient was able to complete peritoneal dialysis treatment using the cycler. The rn confirmed that the user facility has not received the replacement cycler yet. The rn confirmed that the old cycler is available to be picked up and returned.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid found on the bottom cover next on the recess underneath the pump assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found a mushroom head check performed on 10/11/2018. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. At that point in time, the technical support representative advised the registered nurse (rn) to discontinue use of the cycler. A replacement cycler was issued to the user facility. It was reported that an alternate treatment option was available. Upon follow up, the rn confirmed the reported fluid leak event occurred during an unknown phase and that there was no alarm from the cycler. The rn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The rn stated the patient was able to complete peritoneal dialysis treatment using the cycler. The rn confirmed that the user facility has not received the replacement cycler yet. The rn confirmed that the old cycler is available to be picked up and returned.